Event description:
It was reported that the user experienced a low blood glucose reading of 41 mg/dl. The agent assisted the user in setting the volume to high and discussed the possibility of a compression-related low glucose. Investigation of this case revealed that the device alert volume had been disabled and that a compression low was a plausible contributor. No symptoms associated with hypoglycemia reported. Outcomes included the user self-treating with oral glucose tablets and returning to target range without medical intervention. It was concluded that the event was consistent with hypoglycemia of unclear cause with contributory user alert settings and potential sensor compression. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.